Event description:
Info received that the head casters will not lock. No injury reported.

Manufacturer narrative:
Technician found that the head casters will not lock. Replaced right head caster to repair the issue.